Event description:
It was reported that the health care professional (hcp) requested a review of reports from this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the device data and observed far-field oversensing in stored atrial tachy response (atr) and pacemaker-mediated tachycardia (pmt) episodes, which were successfully terminated by the device algorithm. Ts provided reprogramming recommendations. No adverse patient effects were reported. This ICD remains in service.